Manufacturer narrative:
Since the vascade mvp was discarded and the lot number was not provided, the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined. Infection is a known, possible risk with an incision which is disclosed in the product IFU. The instruction manual for the vascade mvp states "warning do not release the collagen patch if any part of the white marker stripe is showing (e.g. Tissue tract is too short), as this may increase the risk of infection if the collagen protrudes from the skin."

Event description:
A patient underwent an ablation procedure using the boston scientific fara pulse for atrial fibrillation, during which the vascade mvp device was employed for hemostasis. Due to the patient's larger physique, collagen exposure was not evident during the hemostasis process; however, effective hemostasis was achieved at the site. Two to three days after discharge, the patient returned to their healthcare provider (hcp) due to swelling at the puncture site, which necessitated an incision for blood drainage. After this procedure, the patient went home. A few days later, fluid that appeared to be pus was observed leaking from the incision, prompting a second incision to remove the fluid. During this procedure, swollen collagen was noted to have popped out. No further information was provided.